Manufacturer narrative:
Continuation of medical devices: ddbb1d1 ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was possibly fractured. The rv lead was exhibiting high pacing impedance and high high voltage coil impedance. In addition, oversensing/noise resulted in the patient receiving an inappropriate shock. The patient was hospitalized. A revision of the rv lead is planned; however, the lead remains in use until the procedure. No patient complications have been reported as a result of this event.